Event description:
Related manufacturer report number: 2017865-2023-19486. It was reported that pocket erosion occurred resulting in an exposed right ventricular (rv) lead. The pocket was disinfected and sutured to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.